Event description:
It was reported that one day post implant the pulse generator exhibited high impedance alerts. The alerts were cleared and impedance was acceptable. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.